Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk screws: fns locking/part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 an unknown patient underwent removal of hardware due to unknown reason. They took out femoral neck system implant that was implanted on (B)(6) 2021. It is unknown if there is surgical delay reported. This complaint involves unknown number of devices. This report is for one (1) unk - screws: fns locking. This report is 2 of 4 for (B)(4).